Event description:
New information received notes that the patient experienced bradycardia due to pacing inhibition.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker showed that the right ventricular (rv) lead was found to have over-sense intermittently and fluoroscopy imaging performed was unable to identify the cause of the oversensing issue. Programming changes were made to resolve the issue and the patient will be continued to be monitored. The patient was in stable condition.